Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), a loud popping noise was heard from the device after discharging at 150j. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating any fault to the device. The device was recertified and returned to the customer. The customer's report of a loud noise after shock delivery suggests poor coupling between the electrode pads and the patient. Review of the activity logs on 5/8/25 the device displayed a 'memory full' message upon power-up, indicating that the clinical file was full and unable to record any further clinical activities. The shock event shows a large difference in the measured defib impedance and the patient impedance as expected in these circumstances. This poor coupling can be caused by various factors, including but not limited to electrode placement, poor patient preparation, or just poor contact between the pad and patient. Analysis of reports of this type has not identified an increase in trend. It's noteworthy to mention; the r series operator's guide, states, do not use therapy or ECG electrodes if the gel is dried, separated, torn, or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air pockets under therapy electrodes can cause arcing and skin burns.